Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 tubing came off btt port. The hospital did not report any patient effects.

Manufacturer narrative:
Lot # 25135210. Internal complaint number: (B)(4). Autonumber : # (B)(4). The btt device was returned to the facility for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The valve was returned detached from the short port. The balloon was completely intact, no signs of leakage or puncture. A mechanical evaluation was conducted. No signs of bubbles were observed during a bubble emission test in plain water. No other defects were observed. Based on the condition of the device and the results of the investigation, the reported failure "detachment of device or device component; valve" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 tubing came off btt port. The hospital did not report any patient effects.